Event description:
Hub leakage: during deployment, the physician found the hub has a crack. The device will be returned for evaluation.

Manufacturer narrative:
One non-sterile cypher select + 3.50 x 18 mm was received coiled inside a plastic bag. The catheter was received with stent mounted in original position with no damages. A stopcock was connected and a cracked condition was observed at the hub. The piece was observed under electron microscopy and the luer hub was found to be vertically cracked from the thread to injection molding. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure (hub crack) was confirmed. The exact cause of the failure could not be determined; however, it appears to be related to manufacturing molding process. An internal investigation has been opened, to address this type of failure in cypher products. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).